Event description:
Pt moved to lower end of stretcher. Sat on end of stretcher with legs over the end. Stretcher tipped causing pt to fall forward. Pt caught by staff; did not hit floor. No physical injury to pt. However, pt was very upset. Base of stretcher remained stationary. Technical advisor for hill-rom has responded and has been involved with resolving this issue. Hill-rom green inspection tag still on stretcher. Mfg 1/98.